Manufacturer narrative:
Upon detailed analysis this evetn will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrilator (ICD) was returned with no allegations. Initial device analysis showed a possible out of specification longevity. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at boston scientific's post market quality assurance laboratory, a review of device memory revealed that elective replacement indicator (eri) was declared after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. To determine if the device's rate of battery depletion was within normal limits, our technicians compared the observed rate of battery usage to the expected rate of battery usage. The results showed that the monitoring voltage was normal based on therapy use and programmed settings. Laboratory technicians and engineers concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.